Event description:
Subacute thrombosis occurred in connection with the placement of a cypher eluting coronary stent. Two cordis drug-eluting stents were placed in the ostial and anastomosis blockages. They were placed in conjunction with a boston scientific filter wire ex. The device was removed after the care and no complications were reported. The pt was brought back the next day approx 1 hour after discharge. Anticoagulation therapy was maintained. Upon catheterization it was found that the saphenous vein graft to the right coronary artery was occluded with subacute thrombosis. Percutaneous coronary angioplasty was performed within the previously placed stents. The blockage was opened and flow was restored to the native vessel. Labs were rechecked postprocedure: ckmb (32.2) and triponins (7.29) indicating mi.